Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old female undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support there was an unexpected automated impella controller (aic) shutdown. The shutdown prompted the team to reboot. The patient had lost pressure momentarily during the reboot. Aic is again running, and team will return the console for investigation. The patient was reported as stable.

Manufacturer narrative:
The investigation into the aic - pump stop issue has been completed since the initial report was submitted. The console was returned and tested. The failure mode was not reproduced naturally while running a pump during the investigation. The cause of the aic issue was the 3rd party hardware/software that runs io-graphics.